Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported via phone call that the customer experienced low blood glucose around christmas with blood glucose in the 30 mg/dl range at the time of the incident. The customer was at 300 mg/dl before the low. The caller did not mention how they treated the customer. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The caller stated they had made changes to the pump and wanted to see how it would work out. The caller stated the customer also experienced highs. The customer uses a competitor's sensor system. The insulin pump will not be returned for analysis.